Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the hospital picu (pediatric intensive care unit) on (B)(6) 2025 with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. On the day of hospitalization, the patient's mother reported he woke up around 10am feeling sick, and she thought it was due to some seafood he had eaten the day before. He took a nap and woke up feeling worse with a glucose level of 185 mg/dl, therefore he was taken to the hospital. Upon arrival to the hospital, the patient's blood glucose via a blood glucose monitor was 500 mg/dl, however his cgm (continuous glucose monitor) indicated the glucose level was 202 mg/dl. The mother reviewed the bolus history and reported it did not reflect any boluses that had been delivered, but she remembered hearing clicks associated with insulin being delivered. The patient was reported to be using the omnipod system in automated mode. The incorrect cgm readings, affected the omnipod system's delivery of smartadjust insulin. The patient experienced symptoms of vomiting, pallor and abdominal pain. The patient was treated with IV (intravenous) fluids (contents not provided), intravenous insulin, antiemetic (zofran) and dextrose (to prevent blood glucose levels from dropping too fast). The mother reported on (B)(6) 2025 the omnipod pdm (personal diabetes manager) screen was blank and she is unable to review any history on the pdm. The patient remained in the hospital at time of reporting.